Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive sleep/wake tap button, as the user could not wake the screen despite device restart and case removal, and replacement was arranged. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no injury, no medical intervention, and uninterrupted diabetes management. Investigation included customer service troubleshooting and education performed remotely. Investigation of this device was confirmed and revealed a device user interface malfunction localized to the sleep/wake control, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure associated with the sleep/wake button functionality.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."